Event description:
Additionally, healthcare professional reported "crease/folding of implant." Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Additionally healthcare professional reported crease/folding of implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a crease fold, wear abrasion and the weight was to the specification. Cloudiness in the gel was observed after the autoclave cycle. A crease was observed but had no relationship with manufacturing. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contractures baker grade iii. Device remains implanted.